Manufacturer narrative:
Following the information provided, the enterprise 5000x bed power cord was damaged resulting in melted and scorched power cord insulation. There was no indication of patient involvement. No injury was sustained. The bed was found by an arjo representative in bed store with the note ¿ sparks when using¿. It was reported that the power cord was virtually severed. The photographic evidence confirmed the reported issue. Additionally, it was detected that the control box was damaged due to the severed cable. The photographic evidence and the information provided indicate that the power cord damage was a result of crushing or overstretching stretching the cord, which resulted in damage to the cord insulation and eventually melting the insulation and sparks emission. The circumstances of the incident remain unknown due to the malfunction being found by a service technician in the bed store. The instructions for use for the enterprise 5000x bed (746-577-en) include the following information related to the cable damages and maintenance: - "make sure the power supply cord is not stretched, kinked or crushed". - "make sure the power supply cord does not become entangled with moving parts of the bed". - "visually check power supply cord and mains plug" - this activity is to be done by the caregiver weekly. - "examine the power supply cord and mains plug - if damaged, replace the complete assembly; do not use a rewireable plug" - this activity is to be done by the qualified personnel during yearly preventive maintenance procedures. To sum up, if the power cord is excessively pulled, stretched or crushed when operating the bed, the cable bends resulting in degradation. The most likely root cause of the complained incident is considered rough handling during use. Arjo device failed to meet its performance since the power cord was damaged. There is no allegation that the device was used for a patient treatment when the malfunction occurred. This complaint is deemed reportable due to allegation of sparks emission from the damaged power cord. No injury was sustained.

Manufacturer narrative:
Process of analyzing information is ongoing. Additional information will be provided upon conclusion of the investigation.

Event description:
Arjo was informed about an event involving enterprise 5000x bed. There was an allegation of sparking from the bed power cord while using the device. However, there was no allegation of patient involvement. No injury occurred. The device was inspeced by an arjo representative. The power cable of the bed was found virtually cut off. The cable was replaced and the system was tested. It was indicated that the control box was damaged also by a cut cable.